Event description:
On (B)(6) 2012, the reporter contacted animas to report the keypad buttons had to be pressed multiple times in order to activate the desired pump functions, and that the keypad was damaged. On an unspecified date, the patient allegedly suffered symptom of vomiting and her blood glucose levels were ''in the 200's mg/dl.'' The patient administered self-treatment with insulin injections via a syringe; she did not seek any medical attention. The pump had not been exposed to moisture, and the patient's technique of cleaning the pump was correct. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed several reboots had occurred. Investigation revealed several tears in the keypad rubber and the keypad rubber was also peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok, down arrow, and up arrow keypad buttons are intermittently responsive and the contrast keypad button is completely unresponsive. There was evidence of keypad contamination found under all key contacts. The ok, down arrow, and up arrow key contacts were inverted. Investigation revealed a broken connection with the contrast button. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.